Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient had a groshong catheter model 7655405 inserted into the great saphenous vein of the lower extremity. It had been in normal use, but for the past 4-5 days, the patient had been experiencing heart discomfort. The patient himself had heart disease and did not pay much attention to it. Today, (B)(6) 2025, he came to the hospital for catheter maintenance. During flushing, fluid leakage was found at the puncture site. The catheter was retrieved without any resistance, and it was found that only about 5 cm of the catheter remained. The rest was broken off inside the body. An ultrasound was quickly performed, and the broken end was found to be in the right atrium. Further CT examination confirmed this, and the patient was transferred to vascular surgery for retrieval by a vascular surgeon. As of now, the patient's condition is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break with embolism was confirmed but the cause is unknown. A photograph, two ultrasound videos, and a CT image were returned for evaluation. The photograph showed the removed proximal segment of the 4fr single-lumen groshong catheter. The segment included the groshong nxt two-piece connector attached onto a section of the catheter shaft. It appeared that the catheter shaft contained a complete circumferential break. However, the characteristics of the break could not be determined from the returned photograph. The single slice axial image showed a tubular structure, consistent with a catheter fragment, in the right atrium and right ventricle. The two videos were ultrasound clips that showed the catheter fragment in the right ventricle. Although a catheter break could be confirmed, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.